Event description:
During an arthroscopic procedure using a topaz microdebrider arthrowand, the physician reported the tip of the wand became detached and was lost in the pt. No pt complications were reported as a result of this event.

Manufacturer narrative:
The device was reported as returning for investigation. Once the device has been returned, an investigation will be performed and provided in a follow up report.